Event description:
The custom sterile general pack which contains a variety of items, such as towels and mayo covers and other items, was opened to begin surgery when the clinician noticed discoloration inside the pack and some fine pieces of matter which resembled shavings of an unspecified material. Pack was removed and not used.

Event description:
The custom sterile general pack which contains a variety of items, such as towels and mayo covers and other items, was opened to begin surgery when the clinician noticed discoloration inside the pack and some fine pieces of matter which resembled shavings of an unspecified material. Pack was removed and not used.